Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the t-connector leaked. The event occurred in CT scan department, on a patient who came from the emergency department. Although requested, further information was not available.